Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during a patient teansport, ventilator displayed a technical fault with internal reference number (B)(4) (ixygen valve leak). Ventilator continued to work properly despide the technical fault. Medical team monitored the ventilator during the transport and no patient harm was reported.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields have been updated. Device alarmed with "technical event: 231008 (o2 valve leak)" during ventilation and transportation of the patient. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The root cause of the issue was a defective o2 mixer assembly. The o2 mixer assembly was replaced, and the issue was resolved. Although the event occurred during ventilation, the alarms functioned as intended and alerted clinical staff, allowing them to take appropriate action. The issue was not associated with a confirmed malfunction that would likely cause or contribute to a death or serious injury if it were to recur.

Event description:
The event description according to the customer is as follows: during a patient transport, ventilator displayed a technical fault with internal reference number (B)(4) (ixygen valve leak). Ventilator continued to work properly despide the technical fault. Medical team monitored the ventilator during the transport and no patient harm was reported.